Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the right ventricular assist device (rvad) with positional low flow alarms was interfering with the patient's quality of life and ability to participate in activities of daily living (adls) as the alarms were more frequent when the patient was lying down. The patient had no symptoms at the time of the low flows. The low flow alarms became less frequent after the change to the low flow system controller, but it did not resolve with reduction of the rvad set speed. The patient underwent a transplant. Ventricular assist device (vad) malposition was not suspected since it was thought to be due to the rvad outflow graft compression in the setting of mediastinal hematoma.

Manufacturer narrative:
Manufacture¿s investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system and the reported bleeding cannot be conclusively determined through this evaluation. The reported low flow alarms were unable to be confirmed as no log file data from the time of the reported event was submitted by the account for evaluation. It was reported that heartmate 3 left ventricular assist system, serial number (B)(6) was used as a right ventricular assist device (rvad) which is not an approved indication. The heartmate 3 is indicated for left ventricular assist device (lvad) support, and all labeling, physician training, and customer marketing materials are aligned with this indication. The heartmate 3 left ventricular assist system instructions for use lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Information regarding the recommended anticoagulation therapy and international normalized ratio range is also provided in this document. The instructions for use explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and notes that changes in patient conditions can result in low flow. This document describes all system alarms and the recommended actions associated with them. The heartmate 3 left ventricular assist system pocket guide to alarms for clinicians and the heartmate 3 left ventricular assist system pocket guide to alarms for patients and their caregivers contain information on alarms on controllers with low flow software and the actions that clinicians and patients should take when they occur. It was reported that heartmate 3 left ventricular assist system, serial number (B)(6) was used as a right ventricular assist device (rvad) which is not an approved indication. The heartmate 3 is indicated for left ventricular assist device (lvad) support, and all labeling, physician training, and customer marketing materials are aligned with this indication. The heartmate 3 left ventricular assist system instructions for use (IFU) contains the following information: section 1 lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Speed, power, flow, and pulsatility are also outlined in this section. Section 4 describes the pump flow display (4-13 through 4-15) and the hazard alarms (4-19 and 4-32). The instructions for use states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. Section 6 provides information regarding the recommended anticoagulation therapy and international normalized ratio range. Section 7 describes the actions to take in the event of a low flow alarm (7-7 and 7-11). The heartmate 3 left ventricular assist system patient handbook is currently available. Section 5 outlines all system controller alarms, as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The heartmate 3 left ventricular assist system pocket guide to alarms for clinicians contains information on alarms on controllers with low flow software and the actions that clinicians should take when they occur. The heartmate 3 left ventricular assist system pocket guide to alarms for patients and their caregivers contains information on alarms on controllers with low flow software and the actions that patients and their caregivers should take when they occur. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Computed tomography (CT) showed rvad outflow graft compression in the setting of mediastinal hematoma. The patient was upgraded to status 1 on the transplant list and underwent a transplant.